Event description:
On 2024-nov-06, information was received from a patient regarding an external device. The reason for call was patient reported that they were having a lot of issues lately with their battery (agent understood as implant) or the external device and the issue began around (B)(6) 2024. Patient stated that before they do a surgery to replace the internal battery, they wanted to try a new external system to see if that would fix the problem. Patient noted that the problems were not finding the device, not charging implant, and not staying charged at about 40%. Patient stated when the battery gets down to about 40% that's when they can start feeling the pain creeping in. Patient stated that it was taking a long time to charge the implant all the way as well. Agent instructed patient to check for damage; no visible damage to recharger, controller compartment pins an controller port. Patient noted green stripe goes through the where the gold pins sit on looking at it from the top and side of li bp, the second pin has a black mark. Agent asked and patient did not have the ac power supply cord with them at the time of the call. The issue was not resolved. An email was sent to the repair department to replace the li battery pack and controller. Additional information was received on (B)(6) 2024. The rep reported the ins was explanted and replaced on (B)(6) 2024 due to difficulty charging and keeping a charge. It was reported the ins would be returned for analysis by the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 30 product ID# 97715, found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.